Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the autopsy saw is heating up during use at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the saw is heating up could not be duplicated, however, it was confirmed the device could have overheated due to widespread corrosion/debris. Upon disassembly widespread corrosion/debris was found that was affecting the motor upper yoke and assembly. The tech determined this failure mode could cause or contribute to the reported events. According to the service evaluation, risk documentation, and a review of previous complaints with a similar reported event widespread corrosion/debris can cause or contribute to the device overheating. Device was repaired and returned after final inspection.

Event description:
It was reported that the autopsy saw is heating up during use at the user facility. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.